Event description:
During a distal femur procedure, while using the push/pull reduction device, the surgeon may have over torqued the device and it snapped/broke into two pieces. Due to technique guide: surgeon over inserted about 20 ml. The surgeon was able to retrieve the proximal piece without a problem. In order to retrieve the distal piece, the surgeon had to make a medial incision and grab the distal piece with forceps. There was no fragments left in the patient, all pieces were retrieved. The procedure was prolonged about 5 mins due to this incident. The procedure was successfully completed.

Manufacturer narrative:
Device used for treatment and not diagnosis. The date received by manufacturer for follow up one should be: (B)(4) 2012.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device used for treatment and not diagnosis. Additional information after file review. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The relevant dimensions were checked and no deviation was found. The hardness of the device was checked and it was found that the hardness is out of the specification. The specification defines a hardness of 50-55 hrc. This device was measured with 57.2 hrc, which is a deviation of 2.2 hrc. A CAPA has been opened to address this issue.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The instrument appeared to be sheared off as described on the complaint description. There are many factors that can contribute to a broken instrument. The design variables include geometry of the instrument, choice of material, and manufacturing processes. Other variables include surgical technique, selection of instrument, bone quality and surgeon compliance. The information contained in this report is insufficient to determine the cause of the instrument failure.

Manufacturer narrative:
Additional narrative: the manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received. (B)(4).